Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. The pusher assembly outer diameter was measured and was within specification. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the parent catheter prior to advancement, resistance may be encountered. If the device is forcefully advanced against the resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was able to advance through its introducer sheath without an issue. Resistance was encountered while attempting to advance the smart coil through the hub of the demonstration microcatheter due to the offset coil winds and the smart coil could not advance any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle dural artery using penumbra smart coils (smart coils). During the procedure, the physician encountered strong resistance when advancing the smart coil into the non-penumbra microcatheter. The physician then decided to remove the smart coil and place it in saline. It was reported that the smart coil was able to advance without issue in its introducer sheath. The physician removed the smart coil from the saline and attempted to re-advance the smart coil through the microcatheter. However, resistance was encountered in the same area in the microcatheter. The smart coil was therefore removed and was no longer used in the procedure. The procedure was completed using three additional smart coils. There was no report of an adverse effect to the patient.